Manufacturer narrative:
Correction. As part of the catheter remains in the patient the code has been corrected to reflect this. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected phone number please reference mdrs 2029214-2016-00898 and 2029214-2016-00899 for the other devices referenced in this event.

Manufacturer narrative:
The marathon catheter segment was returned for evaluation. The marathon micro catheter was used for embolization treatment of a cerebral arteriovenous fistula. Based on the reported information and device analysis the customer¿s report was confirmed. The returned marathon micro catheter segment (~12.5cm) was found to be stretched and accordioned. It is possible that the ¿medium¿ vessel tortuosity contributed to the ¿entrapment¿ issue. However, information regarding injection time and vessel spasm was reported to be not available. Therefore, any contributing factors from this information could not be assessed. In addition, the returned marathon micro catheter segment (~12.5cm) was found to be separated. The proximal end of the catheter segment appears to be cut. However, the cause for the cut could not be determined. It is currently unknown if the catheter was cut by the physician. The outer tubing material at the distal separated end of the catheters exhibited jagged edges which indicated that the catheter separated when exceeding the tensile strength of the tubing material. The reported ¿catheter entrapment¿ likely contributed to the catheter separation issue. The separation likely resulted from tensile failure of the catheter during extraction from the treatment site due to the onyx entrapment. In this event, use context contributed to the catheter separation as it is likely the device was pulled beyond the 20cm limit noted in the instructions for use (IFU). The catheter segment was also found to be knotted at ~8.0cm from proximal end. It is possible that the catheter segment was knotted post procedure as no issue with delivery of the onyx was reported. However, the cause for the knotting could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the onyx IFU: ¿difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time.¿ and ¿when using ev3 micro catheters, do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿

Manufacturer narrative:
The marathon microcatheter has been received for evaluation. Once the evaluation is completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after use of the onyx the marathon microcatheter tip became entrapped by onyx and could not be removed. After attempts to remove the catheter, the tip detached 20cm from the distal tip. During procedure to treat the cerebral arteriovenous fistula, the physician used 2 vials of onyx 18 and tried to remove the marathon microcatheter after injection. However, the catheter tip was trapped by onyx, and the catheter was hard to remove. Approximately 10mm of the distal end of the microcatheter was trapped with the onyx. The physician applied tension then loosened repeatedly for 6 minutes. Then the catheter tip got torn and separated at 20 cm from the tip. The physician tried to capture the torn piece with a snare but failed to do so, and the piece was left inside the patient. The procedure was completed without further intervention and no injury to the patient has been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.